Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inside and outside of a minicap pouch had a blue stain. This issue was identified during setup with patient involvement. The minicap had no stain on it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Fifteen (15) samples were received for evaluation. Seven (7) of the samples had unopened pouches and eight (8) had opened pouches. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and blue ink staining on the outside and inside of the foil pouches was identified. The reported condition was verified. An assignable cause of the reported problem is related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.